Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure a resolute onyx rx coronary drug eluting stent was used. It was reported that stent malposition was seen at the proximal portion, after the second study graft was placed. Post dilation was performed. No patient injury was reported.

Manufacturer narrative:
Relevant history: hypertension, stroke or transient ischemic attack (tia), cardiac admissions within 30 days prior to index procedure, atrial fibrillation. Index procedure was prompted by stable angina. Additional information: the lesion was in the prox lad. The lesion had 90% stenosis. The first resolute onyx stent (3.0x38mm) was deployed at 12 atm. The 3.0x38mm resolute onyx stent was not post-dilated. The second resolute onyx stent (4.0x15mm) was deployed at 12 atm, overlapping the first stent. It was reported that malposition of the 3.0x38mm resolute onyx was seen at the proximal portion, after the second stent was placed. The 4.0x15mm stent was post-dilated at 12 atm. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Cine image analysis: images show multiple lesions in the proximal lad. The lesion is pre dilated. A stent is delivered and positioned across the lesion. The stent is deployed. A non contrast image shows the deployed stent. The proximal stent struts do not appear to be apposed to the vessel wall indicating malapposition. A second stent is delivered into the first stent. The second stent is positioned and then deployed. An image shows the malapposed stent struts of the first stent. Post dilation is performed. A contrast image shows the treated lad. A mid vessel lesion is visible in the image. The procedure is finished. If information is provided in the future, a supplemental report will be issued.